Manufacturer narrative:
Two devices were returned, decontaminated and visually investigated (see (B)(4)). Upon visual inspection this complaint is unconfirmed. The returned tip was returned without any defects to the heat shrink. The tip was then attached to working hand-piece for functionality testing. The tip work as intended with out any issues or complication. This complaint is unconfirmed.

Event description:
During a diagnostic laparoscopy, the renew endocut scissor tip caused a burn to adjacent tissue at insulation site. The procedure and anesthesia time was not extended.